Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances of the leads. The patient underwent a revision procedure wherein the devices were explanted and replaced. The device will not return for analysis due to hospital policies. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: linear 3-4 lead 70 cm, serial: (B)(6); product family: scs-extension, upn: m365sc3138250, model: lead extension kit 25cm, serial: (B)(6); product family: scs-extension, upn: m365sc3138250, model: lead extension kit 25cm, serial: (B)(6).